Event description:
It was reported that during coil embolization of an aneurysm in an unknown artery, there was a problem with deployment of the deltamaxx sr platinum coil (catalog# dmx18226020, lot# c20818). There was deployement of the coil during the procedure. They removed all of the devices from the patient without patient consesquence. The procedure was completed with another like device. No further informaiton was provided.

Manufacturer narrative:
Additional information was received via product analysis on 5/5/2014. The coil was found to be mechanically detached, and was protruding from the hub of the microcatheter. Follow-up information from the affiliate revealed that the microcatheter had cautiously been removed from the patient along with the coil, and the actual detachment occurred outside the patient after removal. Product analysis: the coil was returned stretched and mechanically detached from the device positioning unit (dpu) via the detachment fiber with the proximal section stretched and the distal section undamaged. Located 153.0cm off the proximal end is a severe kink to the core wire located on the top proximal end of the resheathing tool in the open cutout section. The v notch has been fractured and the extended edge was elevated above the surface plane. The locking mechanism has compression and stretching damage. The returned microcatheter was full of blood that when solidified, prevented coil removal. Extensive ultrasonic cleaning over 72 hours was required to dissolve the blood. After cleaning, the microcatheter passed inspection and no damage was found. Using the returned and undamaged prowler select lp microcatheter, a new test coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The microcatheter was tested and passed inspection and functional testing; therefore it is highly unlikely that the returned microcatheter contributed to the field complaint. Since it was reported that the coil had been advanced and retrieved several times, and it is not possible to determine when the coil stretching occurred, there are three possible contributing factors that may have caused the coil to be damaged and stretched. It was also reported that part of the coil was in the microcatheter and part was in the aneurysm, therefore the primary contributing factor to the coil stretching and its unintended mechanical detachment from the dpu via the detachment fiber may have occurred when the coil became anchored on itself, on the coils already dwelling inside the aneurysm (if coils were already in place prior to the complaint coil), or on the distal tip of the microcatheter. If the temporarily anchored coil was retracted for repositioning, the proximal section of the coil may have stretched which may have also caused the unintended mechanical detachment. A secondary possible contributing factor to a portion of the coils damage may have occurred when the microcoil system was first unlocked for use or later in the procedure when the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch the inside of the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also may have caught the v notches extended edges. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would produce significant resistance which may have bent the core wire, caused an unintended coil detachment, and produced a portion of the coil damage found. The third possible contributing factor may have been due to interference inside the microcatheter from the solid blood blockage that prevented the coil from being removed from the returned microcatheter until extensive ultrasonic cleaning was performed over a length of 72 hours. This blockage may have anchored the coil causing the stretching and the unintended detachment. While it was stated that a continuous flush was maintained, it is possible that detached debris may have interfered with the flushing process at the beginning of the procedure or that the flushing process was delayed at the outset or occurred intermittently. If this did occur, the events of this nature may have been outside the control of the end user. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs associated with this complaint with associated manufacture report numbers of 1058196-2014-00153 and 1226348-2014-00018.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis, but it has not yet been returned.information about concomitant devices and medications was not provided.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). It was reported that during coil embolization of an aneurysm in an unknown artery, the deltamaxx sr platinum coil (catalog# dmx18226020, lot# c20818) stretched during deployment. The coil had been advanced and retrieved several times, and it is not possible to determine when the coil stretching occurred. Part of the coil was in the prowler select lp 14 (lot and catalog numbers unknown). The coil was cautiously removed along with the microcatheter and the coil detached outside the patient after removal. The physician did not recall if there was resistance between the coil and microcatheter, and there was no damage noted to the microcatheter. It was reported that the device had been prepped and used as per the instructions for use (IFU) and a continuous flush was maintained through the microcatheter. There was no patient consequence as a result of the event and the procedure was completed with another like device. No further information was provided. The coil was returned stretched and mechanically detached from the device positioning unit (dpu) via the detachment fiber with the proximal section stretched and the distal section undamaged. Located 153.0cm off the proximal end is a severe kink to the core wire located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the extended edge was elevated above the surface plane. The locking mechanism has compression and stretching damage. The returned microcatheter was full of blood that when solidified and prevented coil removal. The coil was protruding from the hub of the microcatheter. Extensive ultrasonic cleaning over 72 hours was required to dissolve the blood. After cleaning, the microcatheter passed inspection and no damage was found. Using the returned and undamaged prowler select lp microcatheter, a new test coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The microcatheter was tested and passed inspection and functional testing; therefore it is highly unlikely that the returned microcatheter contributed to the field complaint. The primary contributing factor to the coil stretching may have occurred when the coil became anchored on itself, on the coils already dwelling inside the aneurysm, or on the distal tip of the microcatheter. If the temporarily anchored coil was retracted for repositioning, the proximal section of the coil may have stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed based on the product analysis. Procedural factors addressed in the IFU may have contributed to the coil stretching. The analysis found that there were no anomalies on the microcatheter; therefore, the stretching of the coil was most likely not related to that device. Since it was reported that the coil detached after removal from the patient, and there was no report of other device damage, the coil detachment, and other device damages found during analysis were related to post-procedural handling. There was no indication that the coil stretching was related to a manufacturing issue; therefore, no corrective actions will be taken. This is 1 of 2 mdrs associated with this complaint with associated manufacture report numbers of 1058196-2014-00153 and 1226348-2014-00018.

Manufacturer narrative:
Additional information was received on 3/10/2014: the coil did not detach as previously indicated. The coil stretched during deployment. The coil had been advanced and retrieved several times, and it is not possible to determine when the coil stretching occurred. Part of the coil was in the microcatheter and part was in the aneurysm. The microcatheter used was a prowler select lp 14. The physician did not recall if there was resistance between the coil and microcatheter, and there was no damage noted to the microcatheter. It was reported that the device had been prepped and used as per the instructions for use (IFU) and a continuous flush was maintained through the microcatheter. No additional information was available. It was anticipated that the device would be returned; however, the product was not returned for analysis. Complaint conclusion: it was initially reported that the deltamaxx sr platinum coil (catalog# dmx18226020, lot# c20818) had prematurely detached; however, additional information was provided to indicate the coil had stretched during deployment, but did not detach, and was removed intact along with the microcatheter. The coil had been advanced and retrieved several times, and it was not possible to determine when the coil stretching occurred. Part of the coil was in the prowler select lp 14 microcatheter and part was in the aneurysm. The physician did not recall if there was resistance between the coil and microcatheter, and there was no damage noted to the microcatheter. All devices were removed without patient consequence, and the procedure was completed with another device. It was reported that the device had been prepped and used as per the instructions for use (IFU) and a continuous flush was maintained through the microcatheter. No additional information was available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without return for the device for analysis, it is not possible to confirm the coil stretching or the root cause of the event; however, a possible contributing factor may have been related to the repositioning of the coil inside the aneurysm. During repositioning, the coil may have become anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the coil was retracted, the temporarily anchored section would cause the coil to stretch. For optimum product performance and to prevent potential complications, the instructions for use (IFU) cautions that ¿if repositioning the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any contributions to the complaint event. There is no evidence the stretching was related to a design or manufacturing issue; therefore, no corrective actions will be taken.

Manufacturer narrative:
Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.